Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the staples were partially unformed at the third firing. Additional suture was performed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.